Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces with a stopcock attached to the hub. There was contrast in the inflation lumen and blood in and on the balloon. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination presented no damaged or irregularities to the tip. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 43cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities with the bi-component weld / bonds. The overall length of the catheter was measured and passed product specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 20-aug-2015. It was reported that crossing difficulties were encountered. A 2.50mm x 30mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a hypotube break.